Manufacturer narrative:
B5 executive summary - updated. D10 concomitant products grid - updated. H6 clinical signs code grid - updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The vessel was tortuous and may have contributed to the reported event. It is most likely that procedural factors contributed to the reported event, but as the device was not returned to site a definitive assignable cause cannot be determined. Additional information received 10 jan 2024 states "ae3 - left abducens nerve palsy, not recovered/ not resolved". The reported patient stroke and patient neurological deficit are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that subject stent implantation procedure was performed on (B)(6) 2022 in a patient with midline internal carotid artery-petrous (c2 segment), fusiform aneurysm. On (B)(6) 2022, there was newly observed brain infarct, right upper extremity weakness, slight dizziness in this patient which, according to the physician, has unlikely relation to subject device and the procedure but has probable relation to the disease under study. Patient used some nourishes nerves, improves circulation and fluid expansion drug to treat this adverse event which resolved on (B)(6) 2022. Pre procedure - nihss 0, mrs 0, post event (B)(6) 2022) - nihss 1, mrs 1 and 1m fu (B)(6) 2023) - nihss 0, mrs 0. Patient is on aspirin and clopidogrel from (B)(6) 2022 to the present. Adverse event of brain infarction start date is updated to (B)(6) 2022. Additional information received on 10 jan 2024 reported that patient had adverse event ae3 - left abducens nerve palsy that started in (B)(6) 2023. This adverse event has unlikely relationship to procedure, subject stent and probable relationship to the disease under study, not related to underlying condition/disease, dapt and other stryker devices. The outcome of the patient is not recovered/not resolved. No treatment was required. Image results - the blood flow of the left internal carotid artery was smooth, aneurysms in the petrous segment and cavernous sinus segment were reduced. 6m fu (B)(6) 2023) - nihss 0, mrs 0.

Event description:
It was reported that subject stent implantation procedure was performed on (B)(6) 2022 in a patient with midline internal carotid artery-petrous (c2 segment), fusiform aneurysm. On (B)(6) 2022, there was newly observed brain infarct, right upper extremity weakness, slight dizziness in this patient which, according to the physician, has unlikely relation to subject device and the procedure but has probable relation to the disease under study. Patient used some nourishes nerves, improves circulation and fluid expansion drug to treat this adverse event which resolved on (B)(6) 2022. Pre procedure - nihss 0, mrs 0, post event ((B)(6) 2022) - nihss 1, mrs 1 and 1m fu ((B)(6) 2023) - nihss 0, mrs 0. Patient is on aspirin and clopidogrel from (B)(6) 2022 to the present. Adverse event of brain infarction start date is updated to (B)(6) 2022.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The vessel was tortuous and may have contributed to the reported event. It is most likely that procedural factors contributed to the reported event, but as the device was not returned to site a definitive assignable cause cannot be determined. The reported patient stroke is a known and anticipated complication to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Manufacturer narrative:
This is 2 of 2 reports. The device remains implanted in the patient.

Event description:
It was reported that subject stent implantation procedure was performed on (B)(6) 2022 in a patient with midline internal carotid artery-petrous (c2 segment), fusiform aneurysm. On (B)(6) 2022, there was newly observed brain infarct, right upper extremity weakness, slight dizziness in this patient which, according to the physician, has unlikely relation to subject device and the procedure but has probable relation to the disease under study. Patient used some nourishes nerves, improves circulation and fluid expansion drug to treat this adverse event which resolved on (B)(6) 2022. Pre procedure - nihss 0, mrs 0, post event ((B)(6)2022) - nihss 1, mrs 1 and 1m fu ((B)(6) 2023) - nihss 0, mrs 0. Patient is on aspirin and clopidogrel from (B)(6) 2022 to the present.